Event description:
It has been reported that during the procedure, the dilator of this device failed to advance through the sheath. Reportedly, it would advance half way down. The device was removed and replaced. There is no report of pt injury. The device is not being returned for analysis.